Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty at level l3. Intra-operatively, the balloon ruptured during inflation. When the balloon was inflated at the maximum, it was damaged. After the balloon damage, the inside of vertebral body was washed with a saline. No fragments of the balloon were remained inside the patient. No patient complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.